Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a tickling sensation in chest since the device implant. Follow up with the physician's office disclosed the patient was seen and the device was reprogrammed. There was no muscle or diaphragmatic stimulation. The device remains in use. No patient complications have been reported as a result of this event.